Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Due to the sensor wire missing from the housing puck, the reported event of a missing sensor wire was confirmed. A complete investigation was unable to be performed as the sensor is a one time use device; therefore, a root cause could not be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)